Event description:
Customer states that approximately a week ago, leakage occurred into the cartridge chamber of the pump. Customer stated that she has noticed this leaking, but she states it has not affected her. Has not required any treatment or outside assistance. Customer states that enough insulin leaked into the cartridge chamber yesterday that insulin was able to be poured out of the pump when the pump was inverted. No adverse event reported. A request was made for the return of the suspect device, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.